Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning 2-3 weeks ago they have not been able to charge their implant. They had poor telemetry or no telemetry with recharging and poor communication. Beginning 2-3 weeks ago they were unable to charge their implant. The patient stated that the last time they successfully charged was about 1 month ago. They have not charged since then because they were in the hospital. The patient was redirected to follow up with their healthcare professional (hcp) for a jumpstart. They tried calling their manufacture representative (rep) multiple times but have not heard a response yet. There were no patient symptoms reported and no complications reported. Additional information was received from the patient. It was reported that the patient met with the manufacturing representative. The rep was not able to restart ins. Patient was redirected to contact hcp. No patient symptoms or complications were reported in this event. Additional information was received from the hcp. It was reported that the patient met with the rep. The rep said device will not charge. The hcp indicated that they cannot put ins in MRI mode because cannot charge device. MRI not related to device. No patient symptoms or complications were reported in this event.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) on (B)(6) 2022. During the call, the pt reported they had their previous ins replaced because they couldn't charge the ins and their hcp suggested the pt to replace the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97754 lot# (B)(4) implanted: explanted: product type recharger. Analysis of the insr 97754 kit scs with MRI update (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, (B)(4), implanted: explanted: product type: recharger. Fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a rep stated that the ins was dead. The device was able to be interrogated, and the charge battery now message was seen, and it was determined the ins was discharged. The rep was unable to connect using the recharger. The antenna locate feature was used, and the ins successfully located, but coupling did not improve and values given were between 24 and 36. The rep reported the pocket did not feel loose or deep, but did feel tilted. Patient was issued a new recharger to determine if it was the issue. No symptoms were reported. There were no reported complications and no further complications were expected.